Event description:
The medical device was implanted during cranial surgery procedure four (4) days past the expiration date. The issue was noticed after surgery. The surgery was completed successfully. There was no medical intervention, surgical delay or adverse consequences reported.